Event description:
It was reported that this patient was seen in-clinic two weeks prior to their death. At that time, device interrogation indicated that 69 shocks had been recorded. The physician noted that they believed the arrhythmia that necessitated therapy delivery may have been caused by trigger pacing. Biventricular trigger pacing was programmed off. The field representative visited the patient, who had been hospitalized, on the date they expired. At that time, the device was reprogrammed again to adjust therapy parameters. Despite the reprogramming and administration of medication, normal sinus rhythm could not be achieved. The patient expired later that day. The cause of death was listed as incessant vt.